Event description:
Bedside monitor made a hissing noise, the screen went blank and white smoke came out from the top of the monitor. The monitor was quickly unplugged, patient transferred to another bed.